Event description:
Patient placed directly on pediatric bair hugger per protocol, set on high, 43 degrees c. Twenty minutes after incision, anesthesia turned off bair hugger because patient temp was sufficient. At end of case, when drapes removed, bright red spots noted along left lateral leg, thigh, and left lateral chest. Spots were in rows, and lined up with ventilation holes in pediatric bair hugger. We have not had this experience with this device in the past. Staff do not know what caused or contributed to the event.pediatric bair blankets are always placed under the patient, per manufacturer's guidelines. Guidelines also state, the patient is to be placed directly on the blanket. We always place a sheet on the or beds to help protect the bed pads from gross soiling; there was a sheet under the blanket, which is common practice. Biomed evaluated the device. All settings within parameters. Alarms functioned as expected. Device passed testing and was returned to service.